Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was failed when user tried to log in and required maintenance. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the failed drawer required maintenance. The field service engineer (fse) coordinated and worked with rx on scheduling. The fse arrived on site and collaborated with minerva to troubleshoot the issues using the hardware test application multiple times. No issues were identified during testing; however, the customer continued to report drawer failures. The fse swapped the retractor band and verified functionality through hardware test application. The service call was closed after completing work in rx, and the required parts were shipped. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was failed when user tried to log in and required maintenance. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.